Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tubes had an improper separation, specifically with red cells caught up in gel's inner and surface after the centrifugation, and fibrin present in the serum. This event occurred 666 times. The following information was provided by the initial reporter. The customer stated: the tubes present an improper sample separation, specifically with red cells caught up in gel's inner and surface after the centrifugation. Even though, in some tubes, it's noted the gel displacement throughout the walls. The incident is evidenced with different batches.

Manufacturer narrative:
The following field has been updated with corrected information: b.5. Describe event or problem: it was reported when using the bd vacutainer® sst¿ blood collection tubes had an improper separation, specifically with red cells caught up in gel's inner and surface after the centrifugation, and fibrin present in the serum. This event occurred 666 times. The following information was provided by the initial reporter. The customer stated: the tubes present an improper sample separation, specifically with red cells caught up in gel's inner and surface after the centrifugation. Even though, in some tubes, it's noted the gel displacement throughout the walls. The incident is evidenced with different batches. H.6. Investigation summary: bd had not received samples, but 2 photos were provided for investigation. The photos were reviewed and the indicated failure mode for poor barrier separation, gel smearing, fibrin was not observed. Retention samples of the incident lot were visually evaluated and there were no issues relating to poor barrier separation, gel smearing, fibrin were observed. Additionally, retention samples were functionally evaluated. There were no difficulties encountered during blood collection and all tubes exhibited proper fill. Bd was unable to confirm the customer¿s indicated failure mode (poor barrier separation, gel smearing, fibrin) because the defect was not evident in the testing of the complaint lot samples. All visual observations of both retention and control samples tested demonstrated clinically acceptable performance. All tubes performed as expected. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode poor barrier separation, gel smearing, fibrin. Bd was not able to identify a root cause for the indicated failure mode. Factors that may contribute to poor barrier separation, gel smearing, fibrin were evaluated through a clinical study to verify the design of the device met it¿s intended use. The result of the study showed that the device performed as expected and we were unable to determine any external contributor to this reported issue. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: d.4. Medical device lot #: 2349990. D.4. Medical device expiration date: 31-dec-2023. H.4. Device manufacture date: 15-dec-2022. D.4. Medical device lot #: 2355364. D.4. Medical device expiration date: 31-dec-2023. H.4. Device manufacture date: 21-dec-2022. B.3. Date of event: unknown. The date received by manufacturer has been used for this field. E.1. Initial reporter facility name: (B)(6).

Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tubes had an improper separation, specifically with red cells caught up in gel's inner and surface after the centrifugation. This event occurred 666 times. The following information was provided by the initial reporter. The customer stated: the tubes present an improper sample separation, specifically with red cells caught up in gel's inner and surface after the centrifugation. Even though, in some tubes, it's noted the gel displacement throughout the walls. The incident is evidenced with different batches.